Event description:
Csi was leaking around the hub. Dr attempted removal of csi, but it broke off and a piece remained in the pt. It is believed that an attempt was made to remove piece, but was not successful. Pt expired 2-3 days later.